Event description:
It was reported that successful access and stent deployment were achieved into the tortuous left middle cerebral artery (mca). Angiogram post stent deployment did not reveal any anomalies. Approximately 24 hours post procedure a CT scan and MRI revealed a bleeding in the left basilar artery. The patient was administered aleviating and glycerol (dose unknown) and was reported to be in stable condition post treatment. The physician believed that bleeding may be due to a vessel perforation and/or a reperfusion injury.

Event description:
It was reported that successful access and stent deployment were achieved into the tortuous left middle cerebral artery (mca). Angiogram post stent deployment did not reveal any anomalies. Approximately 24 hours post procedure a CT scan and MRI revealed a bleeding in the left basilar artery. The patient was administered aleviating and glycerol (dose unknown) and was reported to be in stable condition post treatment. The physician believed that bleeding may be due to a vessel perforation and/or a reperfusion injury.

Manufacturer narrative:
Anticipated procedural complication. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the wingspan malfunctioned. Hemorrhage and vessel perforation are known and anticipated complications associated with these types of procedures and listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.